Event description:
Spontaneous call. Patient states that pump (sn: (B)(4)) has been alarming and has had to restart infusion greater than 12 times. Advised pt to use back up pump and we will send a new pump for replacement. Pt states she experienced mire flushing during restarts. No other information known. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. Is the device available to be returned for investigation? Yes. Reported to (B)(6) by: patient/caregiver.